Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. During the procedure it was noted that the image disappeared. The mdu5+ was replaced and connected. However, it could not perform pullback. Possible that sled recognition is malfunctioning. When the sled was replaced, the issue improved. No patient complications were reported.